Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2020 the patient "underwent a left l5-s1 discectomy" after being diagnosed with a disc herniation. Allegedly during the surgery, the drill ¿malfunctioned and, as a result, overheated.¿ it is further alleged that the "overheating of the drill caused the patient to feel pain, numbness, and a feeling of paralysis after the surgery.¿ no further information was provided.